Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that after wearing the pod for 72 hours, the patient removed the pod from the infusion site the hard needle was still visible; indicating it did not retract back into the pod as intended. The patient also reported that the site was bleeding when the pod was removed. The patient scratched their finger on the needle when the pod was removed which caused it to bleed.